Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4) , description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving stimulation. High impedances were noted on the lead contacts. The patient underwent a revision procedure wherein the lead, lead splitter and clik anchor were replaced. The physician suspected lead fracture and malfunction on the lead. The patient was reportedly doing well postoperatively.